Manufacturer narrative:
It was reported that during a reconstructive procedure, a burn on the patients lip was noted from the cautery device. The burn was excised off of the lip and the lip was sutured. Prior to the incident, the medline cautery tip was changed to a (B)(4) cautery tip which is not a component in this pack. The contact stated that after the facility did further investigation, it is believed that the cautery tip was not seated on the pencil correctly. There was charring noted on the cautery tip and they were able to replicate the incident in their lab by incorrectly seating the tip on to the pencil. The cautery pencil was received and evaluated using multiple brands of cautery tips since the (B)(4) cautery tip was not returned. The cautery pencil functioned as intended with each tip. The facility contacted (B)(4) and has sent the sample directly to them for evaluation. As the manufacturer of the device, (B)(4) will identify a root cause and will make the determination if any corrective action is indicated.

Event description:
The patient suffered a minor burn from the cautery device.